Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to unknown issue only about a month after being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual observation revealed that both tines had been cut off, which most likely happened with sheath during the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the explant of this lead.